Manufacturer narrative:
E1- initial reported phone number: (B)(6) the date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, 50cm, model: mn20450-50a, common device name: drg slim tip lead, 50cm, model: mn20450-50a.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance on one lead. It is unknown which lead is at fault. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.